Event description:
The customer reported to olympus, the ultrasound gastrovideoscope was leaking. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap of adhesive on the distal end and stain entered inside the lens through the gap, additionally there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: switch one had a cut, the suction cylinder was deformed, the scope cover had a crack, the scope body had a crack, the forceps elevator or lock engagement lever had a crack, the distal end had a burn, the adhesive on the bending section cover or distal sheath (black covering of the bending section) was detached, and the bending angle in right direction did not meet the standard value due to wear of angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.